Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on the patient underwent transforaminal lumbar interbody fusion and posterolateral fusion from vertebrae l4 to s1. He was implanted with rhbmp-2/acs. Post surgery, the patient was marked by progressively worsening pain in his low back, with radiculopathy into his left lower extremity. He underwent two revision surgeries due to severe pain and ongoing symptoms. Currently, the patient continues to experience lower back pain that radiates into the lower extremities. He is unable to enjoy his daily activities that he enjoyed pre-operatively, and has suffered serious and permanent injuries.

Event description:
It was reported that on: (B)(6) 2007: the patient was pre-operatively diagnosed with spondylolytic spondylolisthesis, l5-s1, with foraminal spinal stenosis and degenerative lumbar disk disease, l4-l5 and underwent the following procedures: gill laminectomy, l5, with bilateral l5-s1 foraminotomies. Transforaminal interbody fusion, l4-l5 and l5-s1, with cage implementation using rhbmp-2 and local bone graft. Po sterolateral fusion, l4-l5 and l5-s1. Pedicle screw fixation, same levels, using titanium instrumentation, including ssep and emg monitoring, local bone graft, allograft and rhbmp-2/acs augmentation. As per the op-notes: ¿disk debris was re-inspected for rh-bmp-2/acs was reconstituted. A peek cage was then obtained and filled with a bmp sponge. A single bmp sponge was first placed into the disk space across the midline. Laminectomy bone was morselized at this point. Bone graft was placed into the disk space and packed across the midline. With the nerve roots and dura carefully protected the cage was impacted in a crosswise fashion firmly seating the cage into the disk at l4-l5 creating good distraction of the interspace. The disk space was sized for an appropriate sized cage. At this point, a rhbmp-2/acs sponge was packed again across the midline along with cancellous graft being packed into the interspace. With the nerve roots and dura carefully protected, a cage was filled with a second rh-bmp-2/acs sponge was impacted firmly into the disk space and countersunk appropriately. The remaining bone graft along with rhbmp-2/acs and allograft was then placed posterolateraly to augment bone graft volume and quantity. The laminectomy defect was inspected at this point to ensure no bone graft had migrated back into it.¿ no intra-operative complications were reported.